Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported that the patient's symptoms included redness at the pump, however the erosion was not at the incision site but the middle of the pump and a whole had actually formed. The cause of the erosion was due to the patient's caregivers not moving the patient from side to side, but letting her continuously lie on the pump side after placement. The patient had an additional treatment when the physician went in and cleaned the area. Since that time the area and the patient have healed without issue. The patient was getting good therapy and was able to get up and move around.

Event description:
It was reported the pump pocket in the patient's buttock was not healing well. It was noted the patient was laying on the wound "continuously". A "possible" revision to a different location was tentatively scheduled for (B)(6). The patient's symptoms were drainage/incisional wound opening and erosion at the device pocket. The pump was used to deliver dilaudid.